Event description:
It was reported that the blood would not transfer from the reservoir to the blood bag. A back-up device was used. There were no adverse consequences due to this event. No blood transfusion or any medical intervention was required.

Manufacturer narrative:
The device will not be returned to the manufacturer as the account discarded it.